Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During an initial knee arthroplasty, the attachment for the saw blade snapped during use. The was no reported patient injury or delay in procedure.